Event description:
It was reported that during a ptca procedure, the shaft of the catheter broke during removal, and the distal segment remained in the pt. The physician was able to removed with a snare. Pt status is listed as "okay".